Event description:
It was reported that, the trial heads listed seem to have dried blood in the internal rings.

Manufacturer narrative:
Lot# 43kmed: device manufacture date: 3/16/2007. When completed, the evaluation summary will be submitted in a supplemental report. This is the same event as: MFR# 2249697-2012-00744, 00745, 00746, 00747, 00749.